Manufacturer narrative:
(B)(6). Review of the instrument data showed abnormal pcr curves due to possible tube leak, caused a disturbance in background and baseline signal during the run and affected the results for (sars-cov-2, influenza b, calling for the alleged run. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4). The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 07341920190 and the UDI is (B)(4).

Event description:
A customer from (B)(6) alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system when compared to genexpert (cepheid) system. Initial sample generated positive results for influenza b and sars-cov-2, negative result for influenza a. A repeat test of the sample on the genexpert (cepheid) system generated negative results for all 3 targets. The negative results were released to the clinical staff. No harm is alleged. It was indicated that several sample tubes were used to collect specimens, with no supporting information provided on the media type. The method sheet of cobas® sars-cov-2 & influenza a/b test indicates: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer's issue.